Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent hypoglycemia after meal announcements, including a nadir of 39 mg/dl with approximately two hours below range, during which the user had been receiving correction doses and then announced dinner as glucose was falling; the user treated with oral glucose and later performed a factory reset and re-paired a cgm sensor. Symptoms included hypoglycemia without loss of consciousness or need for external assistance. Outcomes included transient interference with daily activities requiring self-treatment and device troubleshooting, without medical intervention or hospitalization. Investigation included review of user-reported history, device use patterns, and troubleshooting with education on factory reset and cgm pairing. Investigation of this case revealed that hypoglycemia was temporally associated with meal announcement during an active glucose decline and corrective dosing, while device alarms functioned and the cgm connection was restored after guidance; the underlying cause of the low events remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.